Event description:
It was reported that, during a laparoscopic procedure, a loose connection from the shell was identified during set-up prior to patient contact and an error occurred. The adapter and reload were disconnected fully and re-assembled to clear the error. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the initial visual inspection of the returned adapter noted no abnormalities. Functional testing found that the adapter was connected to gen2 acc software and the strain gauge was responsive. There was a universal asynchronous receiver-transmitter (uart) communications error in the data saved to the system. The adapter had 32 of 50 procedures remaining. The adapter was connected to an rpa clamshell and an rpa signia handle running v29.6 software. The device calibrated correctly. The connection between the clamshell and the adapter was secure. An rpa reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hang-ups or sluggishness. The adapter was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. It was reported that there was a loose connection from the shell to the adapter. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of universal asynchronous receiver-transmitter communication error that has no relationship to the reported condition. The cause for the uart communication error could not be established, as the condition was unable to be replicated. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.